Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The device was reported to have been discarded at the facility. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a shoulder arthroscopy procedure., the surgeon noted that approximately 3 mm of the surefire scorpion needle, ar-13991n, broke off into the patient's right shoulder. The area was washed out but no x-ray was taken to confirm that the needle tip wasn't still in the patient's joint. *additional information has been requested. Additional information provided 8/14/2018: the needle hit the acromion, the tip of the needle broke off as it was embedded in bone.